Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The customer's nurse stated that the customer was vomiting. The customer's nurse then stated that the customer had been changing her infusion sets every four to five days. The customer's nurse also stated that the customer had last bolused the day before the event but was not coherent enough to explain herself. Programming was correct and troubleshooting was performed. The insulin pump passed the fixed prime and the high pressure tests. Nothing further was reported.